Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc needle did not retract. The following information was provided by the initial reporter: after starting an IV with bd insyte autoguard bc 22 ga, needle would not retract with the button on the IV catheter. Notified xxxxx rn and she wasn't able to get the needle to retract with the button. No injury to patient or staff.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 382523 and lot number 4305274. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information